Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 530 mg/dl and trace ketones. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering insulin properly. Pump data review with tandem technical support indicated that the pump was functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.